Event description:
It was reported that the stem of a spyglass 5f jl6 catheter separated inside of the pt during a procedure. The staff believes that the detached portion of the catheter, estimated to be 2 - 2 1/2 cm long, remains in the pt, however the pt has exhibited no clinical complications. Extensive fluoroscopy examinations were performed to visualize the catheter fragment, but it could not be found. The device packaging, trash, procedure table linens, and towels were carefully examined in an attempt to locate the catheter tip with no success. The sheath was cut apart in an attempt to find the missing portion of the catheter, however it was not in the sheath.